Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of logfile for the day of treatment shows the treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. An info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment with a new patient interface and finished the treatment without any problems. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported lost suction at 31% during flap creation. The flap was created and lifted without any adverse effects. There were no complications and the patient is doing well.